Manufacturer narrative:
One fluid warmer was received for evaluation. Upon power up, the device led indicators lit as intended. However, the audible alarms did not sound. The speaker was turned on, and the audible alarms were then heard. The solder of the connection point was found to be faulty, indicating a faulty speaker. The main pcb was replaced and device then passed all functional tests.

Event description:
Information has been received that a smiths medical fluid warmer was found to have no audible alarms for float switch, tubing loose or over temperature during testing. Water was attempted to be removed from the reservoir, but it was defective.